Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope was reprocessed without the eto cap and subsequently damaged the scope. The issue occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, and the detailed condition of the actual product could not be verified, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): visera cysto-nephro videoscope chapter 7 cleaning, disinfection, and sterilization procedures- reprocessing equipment parts and functions- ethylene oxide (gas) (eto) cap (mb-156): when performing eto gas sterilization, the eto cap must be attached to the venting connector on the endoscope connector (see figure 7.2). Olympus will continue to monitor field performance for this device.